Event description:
It was reported that the right atrial (ra) lead was undersensing p-waves during atrial arrhythmia episodes. Follow up yielded no further information related to the undersensing. The lead remains in use. No patient complications have been reported as a result of this event.